Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead exhibited multiple short v-v intervals. Episodes displayed mirror imaging on near field atrial and ventricular electrograms. Oversensing was noted during these episodes. Noise was noted on both channels. It was noted that abrasion was starting on both the rv and right atrial (ra) lead leads. Rv sensitivity was increased. The rv and ra leads and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.